Event description:
It was reported that during central processing, the 8mm force bipolar instrument had a broken tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: issue occurred outside of a surgery in spd.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm force bipolar instrument was analyzed and found to have one (1) bent grip tip, causing them to be misaligned. The offset at the tips was 12.26mm. This causes the tip to appear broken. The grip tip was found to be detached. Further inspection found a broken molded insulator and a detached intact jaw. Additional observation(s) related to the customer's complaint: the instrument was found to have a broken molded insulator on the jaw. The broken piece measures approximately 9.10mm x 4.30mm, confirming that a fragment detached from the instrument and was returned with the instrument. The grip base for the grip with the broken molded insulator does appear to be bent. The instrument was found to have a detached intact jaw. The molded insulator is broken, causing the jaw to separate from the grip base. The detached jaw was returned with the instrument. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.